Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor displayed a service code 204: belt/monitor unusable. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas and causing the service code 204: additionally, connector j1002aa on the defibrillator pca was found to be contaminated. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a monitor for an unrelated reason, a reportable malfunction was found.